Event description:
Reporter alleged discrepant blood glucose device results versus laboratory readings for two pts. Reporter stated pt #1 glucose device result was "hi" followed by a back to back test of "hi". Reporter indicated within five minutes of the second test, lab result was 150 mg/dl. Reporter stated pt #1 is not a diabetic but was being tested due to the medication taken while pt #2, is a known diabetic. Reporter stated on pt #2, glucose device result was 460 mg/dl and within 3 minutes, lab result was 311 mg/dl. Reporter stated that both pts were released to go home and treatment on each one was not provided. Reporter stated controls were in range. Reporter stated the alleged incident regarding pt #1 reportedly occurred one month prior to alleged incident regarding pt #2. A request was made for the return of the suspect device and replacement product was sent.